Event description:
The customer reported that the ac power module was not working.

Manufacturer narrative:
The customer reported that the ac power module was not working. This failure would prevent the unit from powering up on ac power. A philips field service engineer evaluated the unit on-site. An ac power module was ordered to resolve the reported issue. A philips rep contacted the customer on 11/02/2009, at this time the customer reported that replacing the ac power module resolved the reported issue.